Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use. No additional information is available on this specific case and the root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Based on historical device contamination report shared with livanova, the contamination with m. Chimaera could be solved by applying repeated routine disinfection cycles. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.